Manufacturer narrative:
No probe sample was returned for evaluation for the report of the tip breaking in the patient¿s eye; therefore, the condition of the product could not be verified. A review of the related device history records associated with the reported lot number indicated that the product was processed and released according to the product¿s acceptance criteria. The root cause for customer complaint issue cannot be determined. The manufacturer internal reference number is (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the cutter tip broke and it fell inside the left eye during a posterior vitrectomy procedure. The surgeon retrieved the broken tip with forceps. He checked the eye and no damage was observed. He replaced the cutter with another cutter and the procedure was completed. There was no harm to the patient. Additional information was requested; however, none has been received to date.